Manufacturer narrative:
A steris service technician inspected the processor and found that the cycle subject of the reported event had faulted due to a maxpure filter failure. This was confirmed via the cycle print out subject of the reported event. The technician removed the maxpure filter housing cap to replace the maxpure filter per the user facility's request and noticed that the cap was not tightly secured. The technician replaced the maxpure filter, proactively calibrated the pressure transducer, ran a diagnostic cycle and confirmed the processor to be operating properly. No additional issues have been reported. The proper procedure for changing the maxpure filter is outlined on page 9-5 of the operator manual. The operator manual states (pp. 1-1), "devices are not liquid chemically sterilized and/or adequately rinsed when a liquid chemical sterilization cycle is cancelled." Steris will perform in-service training on the proper use and operation of the system 1e.

Event description:
The user facility reported that after a processing cycle aborted an employee removed the scope and did not reprocess it before its use in a patient procedure. No adverse affects have been reported.